Event description:
A customer reported a high blood glucose level with a maximum of 400 mg/dl. There was no adverse impact to the customer's blood glucose level. The customer used both a continuous glucose monitor and a bg meter and attempted to lower the level with a correction bolus via the pump. Technical support instructed the customer to inspect various aspects of the system, including the infusion site, tubing, and connections, but no issues like blockage, leaks, or air bubbles were found. Despite various checks, no insulin was observed at the end of the tubing or cartridge pigtail. The customer was assisted in filling and loading a new cartridge, after which they planned to replace the necessary supplies and resume insulin administration.